Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld spring in the reported problem area of the pipetter assembly. The fse replaced the spring, tip clamp and plunger clamp. The instrument was inspected, tested without further problem, and returned to service.